Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleaks.

Event description:
The following information was reported to gore: on an unknown date, a patient underwent replacement of the ascending aorta with an unknown vascular graft. On an unknown date, the patient presented with a dissection in the distal anastomosis. A gore® tag® conformable thoracic stent graft was utilized to treat the dissection. On an unknown date, a proximal type I endoleak and a distal type I endoleak were observed. On (B)(6) 2020, the patient underwent a reintervention to treat the endoleaks. Two additional stent graft were deployed to extend the device both to proximal and to distal. The patient tolerated the procedure. The physician stated following; the landing zone was insufficient at the time of the initial procedure. In addition, the size of the stent graft might have been slightly too small.